Event description:
A peritoneal dialysis (pd) pt reported that his cycler was alarming for air detected in the cassette in drain 4 of 5. While troubleshooting he discontinued treatment and found fluid leaking near the cassette. He was advised to follow up with his pd nurse. The pt reported he retained the sample but was not made it available for evaluation. During follow up the pt's pd nurse reported that the pt did not have any signs of infection, or other complications. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.